Event description:
During an embolization procedure of the right internal carotid artery aneurysm, the agility guidewire did not advance via the microcatheter prowler 14 microcatheter. The guidewire and microcatheter were removed as unit from the site. The product was clinically used in the pt. There were no reported pt complications. A review of the analysis performed on the returned product determined that there was a reportable product malfunction that was not evident from the info provided by the customer. The agility wire was stretched.

Manufacturer narrative:
An agility guidewire (gw) was received inside the prowler microcatheter, and approximately 47cm of the guidewire was visibly protruding from the hub. Additionally, approximately 2cm of the guidewire was coil protruding from the catheter tip and appears stretched and damaged. The agility guidewire was removed from the catheter. The catheter was purged with water. Attempted to insert the guidewire tip into the hub; however, it was unsuccessful, the tip would not advance due to the condition of the guidewire tip. The agility guidewire was back-loaded into hub and advanced through catheter and withdrawn from catheter without difficulty. The guidewire was back-loaded through the catheter, because the guidewire coil tip was stretched and damaged. Subsequently acquired an agility 14 lab sample and introduced into the hub and advanced through catheter and withdrew from catheter without difficulty. Repeated this process with the same result. The microscopic analysis showed that the guidewire coil tip was protruding from the catheter tip as received and stretched/damaged guidewire. The guidewire od was within specification. A review of manufacturing documentation associated with this lot number revealed issues to the complaint. The agility was inspected per established requirements. This device history review confirmed that the lot met the specified quality requirements for product acceptance. The returned guidewire could not be inserted into the hub. The cause for the customer difficulty as stated in the complaint, "the wire has not come out through catheter" appears to be that the guidewire coil tip was damaged. During product analysis, after the agility guidewire was removed from the catheter, a lab sample was used to analyze the complaint. The lab sample guidewire was inserted into the catheter and withdrawn without difficulty. Based on the analysis of the product, the cause of the customer report that the wire did not come out through the catheter appears to be due to the damaged tip of the guidewire tip. The IFU warns to never advance, withdraw or auger the guidewire against resistance without first determining the cause of the resistance under fluoroscopy as these manipulations may result in damage to the wire. It is not known if pt vessel characteristics or procedural manipulations caused the guidewire to stretch after it was advanced out of the end of the microcatheter. Because of the limit pt and procedural info, the cause of the stretched condition of the agility wire cannot be determined.